Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a pocket revision due to infection. Reportedly, the patient developed hematoma. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the crt-d remains in service.